Manufacturer narrative:
Based on the information provided on (B)(6) 2018 that alleged the patient was admitted to the hospital for a wound related issue, kci could not determine that the alleged event was related to v.a.c.® therapy. As of 14-nov-2018, kci had no information that medical or surgical intervention was required. Based on the additional information obtained on 13-dec-2018, the nurse confirmed the patient's hospitalization was unrelated to activ.a.c.¿ therapy. Kci has deemed this event not reportable based on the information received on 13-dec-2018. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient's son: the patient was "alledgely" admitted to the hospital for wound related issue. On 13-dec-2018, the following information was reported to kci by the nurse: the patient's hospitalization was unrelated to activ.a.c.¿ therapy. On 09-aug-2018, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On 06-nov 2018, the device was tested per quality control procedure by kci field service, and unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.